Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, a belt slip error occurred on the roller pump. The srt found that the belt was not adjusted correctly. There was no pt involvement.